Event description:
Customer reports to have been hospitalized on (B)(6) 2014 with blood glucose of 400 mg/dl. Customer was hospitalized due to large ketones and high blood glucose. Customer treated with insulin drip and IV fluids. Customer was wearing insulin pump at the time of hospitalization. Customer was not able to complete troubleshooting due to not having any more infusion sets. Customer mentioned of having bent cannulas in other sets. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.